Event description:
The patient's knee started draining. Doctor opened knee completed a culture and a frozen section. The doctor washed the surgical site and replaced some implants. No unusual circumstances.

Manufacturer narrative:
Correction cat # 6485-3-815 revised to cat # 64952030. The patient is 63 inches in height. An event regarding infection involving a gmrs tibial insert small 13mm was reported. The event was not confirmed. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the provided x-rays. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the source of the infection could not be determined as the provided medical information submitted to the consulting clinician was deemed insufficient for a medical review. Additional patient information, medical records, clinical history, and results of bloodwork for infection are required for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The patient's knee started draining. Doctor opened knee completed a culture and a frozen section. The doctor washed the surgical site and replaced some implants. No unusual circumstances.

Manufacturer narrative:
Additional devices listed in this report:cat 6485-3-815, lot ec8xn, description: mrs cvd fem st w/o body 15x127.cat 6481-2-120, lot ctd2328, description: mrh axle.cat 6481-2-133, lot idf121, description: mrhk bumper insert 3 degrees.cat 6481-2-150, lot ldi196, description: mrh hdp assembly pack.cat 6495-3-601, lot 043229, description: gmrs tib rotating sml comp.it cannot be determined which, if any of these devices may have caused or contributed to the patients' experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.